Event description:
The event occurred on an unknown date involving a 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/remv microclave® clear, rotating luer where the customer reported that 5 units of insulin remained in the syringe. She will find out if any of the insulin was administered to the patient. When they disconnected the microclave and used the syringe with the j-loop all of the medication was administered. Sample pictures showing the insulin syringe used ivp with the microclave and j-loop are attached. The customer added that one of their safety pharmacists noticed the cardinal monoject syringe has a new style piston rubber plunger. This is different than the flat rubber plunger. This new mechanism is causing the issue of pushing the 5 unites back into the syringe. If firm positive pressure is held on the plunger while it getting disengaged, the medication is fully administered. Cardinal has been notified and they are aware of this design failure. Apparently, they still have the older style syringes in their inventory that work appropriately. They did not know they changed the design; the item has the same item number. The older style syringes work fine with the needleless connector and j-loop. There was patient involvement and unknown human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
A series of photos were returned by the customer. The first photo showed the mc33326 taped to a surface. The second photo showed the same set taped to the surface but with the microclave removed and a syringe attached to the female luer of the tubing set. A series of photos followed showing a mc100 micoclave, the mc33326, and the syringe in the sealed packaging and the packaging information. No defects or anomalies noted. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The device history report (DHR) for lots shown on the new packaging 13774562 and 13711006 were reviewed and no non conformities were found that would have led to the reported complaint.